Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: review of the black box data confirmed record of call service alarm 064. On investigation, the pump powered on normally and successfully completed the rewind, load and prime sequence and was exercised for 24 hours without the occurrence of a call service alarm. Investigation did not duplicate the complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.